Event description:
A discordant falsely elevated loci high-sensitivity troponin I (tnih) patient sample result was obtained on a dimension® exl¿ with lm integrated chemistry system. The falsely elevated result was not reported to the physician. The same sample was reprocessed on the same system and an alternate dimension exl with lm. System. The lower results obtained were identical and provided to the physician(s) as the correct result. A new sample was obtained on the same date from the same patient and processed on the same dimension® exl¿ with lm integrated chemistry system and the alternate dimension exl with lm system. The results obtained from this new sample agreed with the reprocessed results of the initial sample. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated loci high-sensitivity troponin I (tnih) result.

Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding a falsely elevated loci high-sensitivity troponin I (tnih) patient sample result obtained on a dimension® exl¿ with lm integrated chemistry system. Siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the event. Hsc reviewed the information provided by the customer and instrument data files. Quality control (qc) was within range and no issues were reported with other patient samples indicating that the dimension® exl¿ with lm instrument and the loci high-sensitivity troponin I assay were performing acceptably. A siemens customer service engineer was dispatched to the customer site and performed instrument checks and maintenance procedures as part of normal troubleshooting for events of this nature, and all results were within specification. When reviewing the instrument data files, hsc found no issues with the instrument performance. The investigation of the event is consistent with a sample handling issue. The cause of the event is unknown. A potential product issue has not been identified. The device is performing within specifications and the customer is fully operational. No further evaluation is required.